Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. No product information was provided. Therefore, no information was captured in sections d1 (brand name) and d4 (model #, lot #, expiration date), and the device manufacture date (h4) could not be determined. Since the product name was not provided, the 510(k)# for the device first launched in us (i.e. Contour test strips) was captured in section g4.

Event description:
The customer stated that she obtained blood glucose readings which were 60 mg/dl to 80 mg/dl higher compared to the true results. No specific readings or the product associated with the event was provided. The customer stated that she gave herself more than usual amount of aprida insulin which lead to a hypoglycemic event and the customer had to go to an emergency room. No further event details was provided. The device is not expected to be returned for evaluation.